Event description:
The following has been reported: fresenius kabi clinical implementation specialist reported: "sharing with you a video from cancer specialists of oklahoma (ssm) where the touch of tubing activates the touch screen. A preliminary review identified the following issue: random touches registered. Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No pump was returned for the reported random touches registered. An internal investigation was opened to address this issue. No serial number was provided by the customer. Therefore, no service history or device history review was able to be performed. All complaints are captured in tracking and trending and reviewed monthly to determine if additional investigation is required for further root cause analysis and any corrective actions. No action required at this time.